Event description:
Product complainant described that the internal hex missing from the implant. The doctor had another implant in stock and placed it instead.

Manufacturer narrative:
Recall #1038806-06-07-13-002-r.

Manufacturer narrative:
Through review of the product and related investigation, the root cause was determined to be an inadequate segregation of nonconforming parts during manufacturing. This condition isn't expected to be present in any significant quantity of the lot. The manufacturer is recalling the lot.